Event description:
A home pt's peritoneal dialysis (pd) nurse reported three cassettes, which had a hole in the pt line tunbing. However, the pd nurse had only one documented date of occurrence. The home pt's mother contacted the dialysis center in 2005 and reported a tubing leak, which occurred during therapy on previous day. The home pt was treated prophylactically with ancef 250mg/ ip for 4 days, and fortaz 125mg ip for 4 days.